Event description:
Device malfunction: none. Symptoms/ae: right retinal artery occlusion. Time of symptoms/ae: post the procedure. It was reported that post an uneventful right internal carotid artery stenting procedure, the patient experienced right eye partial hemianopia. A CT scan was performed which was negative. The patient was evaluated by an ophthalmologist and diagnosed with a right retinal artery occlusion secondary to plaque embolization. Treatment included diamox eye drops, cosopt eye drops, alphagan eye drops and massage to the right eye. The condition continued, unchanged and the patient was discharged to home two days post procedure. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. A review of the finished device lot history record did not reveal any non-conforming material reports which could have contributed to this complaint. Hypotension, embolism, occlusion and neurological deficit/dysfunction or tia are known potential adverse effects associated with the use of carotid stents as listed in the device instructions for use.